Event description:
Two pt samples with elevated ph results. Pt 1, female, tested in 2007, initial ph of 7.171. A second sample immediately drawn from the same pt gave result of 7.393. Pt 2, male, tested the following month, initial ph result of 7.163. Same sample repeated on different analyzer gave result of 7.37. Same sample repeated on the initial instrument, gave result of 7.377. If add'l info is received, appropriate notification will be provided.